Event description:
An analysis was performed on the returned generator, the elective replacement indicator (eri) was set. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an eri condition. There were no performance or any other type of adverse conditions found with the pulse generator. During analysis on the returned lead, abraded openings were noted on the outer tubing and the positive inner silicone tubing. A break was identified in the negative coil near a punctured inner tubing area. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break location. Appearance of one strand of the quadfilar broken coil suggests a stress-induced fracture occurred. However, due to metal dissolution, mechanical distortions (smoothed surfaces) and/or surface contamination the fracture mechanism of other strands cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Further information was received indicating that the patient underwent full revision surgery on (B)(6) 2015. The lead was replaced due to lead discontinuity. It was reported that the generator was replaced due to battery depletion (end of service). The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits. The explanted devices were returned to the manufacturer on 12/28/2015. Analysis are underway but they have not been completed to date.

Event description:
It was reported that a vns patient was diagnosed with a high lead impedance. It was reported that both normal mode and system mode diagnostics results indicated dcdc 7 and output current limit. It was reported that the patient's generator has been switched off following the high lead impedance. It was reported that the patient was last seen in (B)(6) 2015 and diagnostics were fine. It was reported that the patient has not had worsening of seizure frequency, and cannot remember falling onto vns. It was reported that the patient's last seizure was on (B)(6) 2015 when fell backwards hit head, medical professional did not think patient has hit the vns system. It was reported that patient mood is low but this has been an ongoing issue since before the vns system was implanted and has not particularly changed. It was reported that patient complaints of a worsening of coeliac which is not related to vns therapy. X-rays were performed, and reviewed by the manufacturer. No obvious cause of the high impedance could be identified from the x-rays the images. No known surgical interventions have occurred to date.